Event description:
Information received that all 4 brake casters would swivel while brakes are in lock position. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found all four casters would swivel while in brake position. Replaced all brake casters to resolve this issue.